Event description:
A dade behring sales representative was questioned by the pathologist regarding use of the pfa (platelet function analyzer) and plavix type drugs. The pathologist then informed the sales representative that a normal closure time was obtained from pfa for pt on plavix who subsequently bled out and died during neurosurgery. No additional information could be obtained from the hospital contact as to the exact laboratory results, assay, or pt condition.